Event description:
While using peridox, I experienced skin irritation, redness, and itching associated with dermal contact. I washed with soap and water immediately. Dates of use: (B)(6) 2014. Diagnosis or reason for use: maintenance of usp 797 regulations. Event abated after use stopped or dose reduced: yes.